Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, no power to the station. The user tried with the power button and unplugged and re-plugged the power cable but failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, no power to the station. The user tried with the power button and unplugged and re-plugged the power cable but failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) discovered that the station was operational again, but drawers 6.1 and 6.2 had failed off the bus after the station initially failed to boot. Upon inspection, the drawer board on 6.2 and the module board were found to be faulty. Both components were replaced and tested. The customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.